Event description:
Note: this report pertains to seconds of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-05125 for a description of the first event. The physician attempted to complete the procedure with a second hydratome rx sphincterotome. According to the complainant "the [sphinctero] tome became disengaged from the [sphinctero] tome catheter inside the patient. The cut wire did not fall inside the patient, since it was still attached." The procedure was completed with a third hydratome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has been discarded. A device evaluation is not available; therefore, the cause of the reported issue is undetermined.